Manufacturer narrative:
No delivery or occlusion alarm during therapy not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received an insulin flow blocked alarms. The customer¿s blood glucose level was 20 mmol/l. The customer states they did the troubleshooting for the pump and they did all recommendations but they are still getting the issue. The customer changed out sets/cannulas/reservoir, still continues to get insulin flow block alarms. The customer declined to continue troubleshooting. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan. The insulin pump will not be returned for analysis.